Event description:
It is reported that the pt was revised due to a fractured tibia post.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: spine fracture is reported to have occurred approx (B)(6) post-op. Primary and revision operative reports were provided and reviewed. Nothing exceptional was noted. X-rays, however, were not provided. As such, the implant construct cannot be reviewed radiographically. Based on the available info, an exact cause for the reported condition cannot be determined. Should add'l substantive info regarding the case be rec'd subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidenced of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.